Event description:
Filed preimplantation testing. Opening and closing pressures were much too high.

Manufacturer narrative:
The evaluation performed by co included a visual examination and testing for patency, pressure/flow characteristics and preimplantation pressure. Multiple foreign material/particles were seen under the membrane seat area. The product met co specifications for patency, but did not meet specifications for pressure/flow or preimplantation pressure due to the foreign material/particles under the membrane seat area. These values were low as compared with product labeling. The composition and origin of the material is unk. The mfg records for the product could not be reviewed as no lot number was available. A situation where the product performance was too high, as reported by the customer, could not be duplicated by the laboratory. In addition, the information received with the product indicated that an opening pressure test was attempted. Such testing is not applicable to the proper performance of a co valve.